Event description:
Novasure caused pain that continued from moment I woke up till I had to have hysterectomy then hysterectomy caused abscess and caused me to stay a week in the hospital. I had fibroids and doctor didn't inform me about the procedure only that it would take care of fibroids and for some women it stops their bleeding each month. Had I known what this really was I would not have agreed to it and would not have had to have hysterectomy and all the complications I'm dealing with right now. FDA safety report ID # (B)(4).